Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. Another ar-1934bcf-2 biocomposite suturetak and the anchor also broke during insertion. A third ar-1934bcf-2 biocomposite suturetak was used to complete the case. This was discovered during an anterior talofibular ligament procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the suture anchor and the distal end of the shaft were damaged. The most likely cause is excessive force/friction during use or insertion. The cause remains error use. Functional testing was not performed due to the damage to the device.